Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection/disconnection was reported between the heater line of the homechoice cassette and the heater bag, which is known to cause this alarm. The cause of the loose connection/disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during an unknown process step of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a loose connection between the heater line of the homechoice cassette and the heater bag which then disconnected and that led to this alarm. The alarm occurred while the hp was sleeping. The hp was instructed to cycle the power on the machine to clear the alarm and advised to either start therapy over or finish using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.